Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly was in an accident in which the infusion headset came out and blood glucose levels rose; did not have spare consumables, blood glucose level was hi with nausea and high blood glucose symptoms, and was in shock. Ambulance was called and treated patient with insulin injections of novorapid and then taken to hospital where he was not admitted but given novorapid injections. Patient was sent home and after a full infusion set change, his blood glucose level has been "fine". Cannula was discarded; no product will be returned.